Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl and thus had no adverse impact. Technical support guided the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which was successful. The customer was unable to reload the original cartridge, but with assistance, successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved.